Event description:
It has been reported by the patient's brother, that the patient passed away on (B)(6) 2025. The patient's brother states the patient went into diabetic ketoacidosis (dka) and passed away. The autopsy report states dka as the cause of death.

Manufacturer narrative:
Per the reporter, the patient expired (B)(6) 2025. After a review of cloud data, the last pod activated was on (B)(6) 2025 and was deactivated (B)(6) 2025. Based on the available information, the device was not in use the days preceding or at the time of death. If additional information becomes available, the case will be reopened and reassessed. Cloud data was reviewed for this user for the period of (B)(6) 2025. Data was available up to (B)(6) 2025. The last pod used was activated at 22:22 on (B)(6) 2025. The pod was paired with a dexcom g6 sensor and the system was used in automated mode. In the days prior, the system was used in manual mode with no sensor paired. The available data showed that the automated algorithm was able to appropriately adapt the microbolus amounts based on the estimated glucose values and user inputs. The pod started receiving aberrant sensor values from the sensor on (B)(6) 2025. The system responded appropriately to these aberrant values, putting the system into automated mode: limited after four continuous cycles and generating missing sensor values messages after one hour of continuously aberrant values. The pod was deactivated at 22:12 on (B)(6) 2025 and data entries for the remaining two days consist of no active pod messages and total daily insulin summaries. No evidence of issues were observed with the pod or controller on the last days of use based on the available cloud data.